Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient presented with pacemaker-induced ventricular tachycardia (vt). Reprogramming was performed in order to prevent the event from recurring. The patient's condition was stable.